Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. While the surgeon was morcellating the fibroid, the handpiece intermittently stopped and started spinning. Another like device was opened and then it was noted that the toggle switch was in the incorrect position. The toggle switch position was corrected and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: user error contributed to the event. It was reported that the toggle switch was in the incorrect position. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06352. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.